Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (ipg), (B)(6) 2013; 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported the patient complained of chest pain. Patient was admitted to the hospital due to cardiac tamponade. An echocardiogram was performed and it was noted a pericardial effusion was present. The effusion was drained. A ventricular or atrial lead perforation was suspected but not confirmed on the echocardiogram or x-ray. It was also reported the threshold measurement on the atrial lead had increased. The leads remain in use. No further patient complications have been reported as a result of this event.